Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x5c alarm occurred, indicating that the number of open counts was too low by the end of first prime; timeouts and a drive stall were observed. The rotational sensor data showed a failure to transition from close to open occurring at the same time that timeouts occurred. The rotational sensor data showed the closed pulse counts extended for the remainder of the pod run. The pod deactivated after 52 pulses having never achieved a second confirmed open to complete first prime. The pod was successfully activated and rerun; no alarms, timeouts, or drive stalls were observed in the rerun data. The components within the drive mechanism assembly showed no damages or deficiencies that would prevent normal operation of the pod. The exact cause of the high pulse widths and drive stall that led to the 0x5c alarm could not be determined. It can be confirmed that the high pulse widths and drive stall caused the reported needle did not deploy event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. There is no information available regarding treatment. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria.